Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the reported event of the delivery gun trigger broke during injection was confirmed via visual inspection of returned device. Device history review indicated all devices accepted into final stock met specifications. Conclusion: the plausible root cause of the reported event cannot be determined conclusively due to insufficient information provided for review.

Event description:
It was reported that; sales rep states the delivery gun trigger broke during injection.

Event description:
It was reported that; sales rep states the delivery gun trigger broke during injection.